Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. The device serial number is (B)(4) and the manufacture date is 16-jan-2015. The event occured on (B)(6) 2016 and the device was sold to the distributor on (B)(4) 2016, which makes the approximate age of use 4 months. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.50 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.97 vamps dc fail (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.98 amps dc fail (requirement: 6.0 +/- .05 amps dc). Based on results of the evaluation and the return condition of the device, the reported complaint was not confirmed for the failure mode "intermittent continuity".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply worked intermittently. The hospital did not report any patient effects.

Manufacturer narrative:
Please disregard previous lot history statement. This is an OEM reusable device. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply worked intermittently. The hospital did not report any patient effects.